Event description:
It was reported that during mechanical thrombectomy with a subject device for a clot located to left middle cerebral artery (mca) m2 segment, resistance was felt while withdrawing the retriever and after taking the system out. There were no clinical consequences reported to the patient.